Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular lead was surgically capped and abandoned due to elevated thresholds during a routine follow-up. A new lead was implanted. No additional adverse patient effects were reported.